Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s first day on the ilet included a dinner announcement at a blood glucose near 77 mg/dl, after which blood glucose remained below 70 mg/dl for about three hours despite ingestion of approximately 40 grams of carbohydrates and without a subsequent glucose rise. Symptoms included hypoglycemia. Outcomes included the need for carbohydrate and oral glucose intake, after which blood glucose returned to range and no further intervention was required. Investigation included troubleshooting and education with guidance on hypoglycemia management. Investigation of this case revealed no device alarms or malfunctions reported and no device component issues identified, with the cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.